Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to correct a previous report. The following sections were updated or corrected: b3, b4, d4, d10, g4, g7, h2, h3, h4, h6, h8. H10, d4 - UDI no.: (B)(4). The device history review (DHR) for the air dermatome, part number 00880100100, will not be reviewed as a limited investigation is being performed for this complaint. The product meets the applicable acceptance criteria and complaints are monitored through monthly meetings in order to identify potential adverse trends. The complaint history for the air dermatome, part number 00880100100, will not be reviewed as a limited investigation is being performed for this complaint. The product meets the applicable acceptance criteria and complaints are monitored through monthly meetings in order to identify potential adverse trends. On (B)(6) 2019, it was reported that this unit needs to be recalibrated. During testing it was reported "sticking" in the middle of the dermatome blade. The customer returned an air dermatome device, serial number (B)(6), for evaluation. The customer also returned a hose and 1"/2"/3"/4" width plates, for evaluation. Product review of the air dermatome on october 21, 2019 revealed that the device functioned as intended and passed all required testing. Repair of the air dermatome was not performed as that the device functioned as intended and passed all required testing. Service notification number 300186411 dated (B)(6) 2019. The root cause of the reported event cannot be specifically determined with the provided information because the device functioned as intended and there were no problems found with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that this unit needs to be recalibrated. During testing it was reported "sticking" in the middle of the dermatome blade. There is no patient involvement.